Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Other relevant device(s) are: product ID: enveor-l serial/lot number: (B)(4), use by date: 17.06.2018; (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, upon retrieval of the delivery catheter system, (dcs) the nosecone caught on the valve frame. The valve dislodged upward. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the reported event indicates that, after the valve was implanted, the tip of the dcs caught on the valve during removal causing it to dislodge. Dislodgement of the valve by the distal tip is related to operator technique or experience; per the evolutr instructions for use, ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. If information is provided in the future, a supplemental report will be issued.